Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fore bipolar instrument was found to have the accessory of the joint part protruded. There was no report of fragment(s) falling inside the patient. The procedure was completed with another instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no damage observed. During the procedure, the customer found the instrument wrist assembly was sticking out while dissecting the ovarian cyst tissue. There was no loose or missing pin. The instrument jaw was not stuck in a closed position and failed to unclamp or open when commanded by the user or system. In addition, the instrument did not collide with any other instrument or tool and the instrument was not in strong grip mode. The customer confirmed that no fragment fell inside of the patient, and there was no unexpected tissue removal. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for intuitive surgical, inc. (Isi) review. Information regarding patient relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the force bipolar instrument (part# 471405-06/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument had the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a severely bent grip at the base of the grip where it meets the distal pin. As a result, the grip base is observed to be bent inwards, causing part of the grip base to be protruding outwards. The instrument's inputs were manually articulated, and the grip tips were unable to open properly and is stuck in the close position. Root cause of this failure is attributed to mishandling and misuse. Additional observation not reported by site was that the instrument was found to have mechanical indentations/burrs at the grip tips. The root cause of this failure is typically attributed to mishandling/misuse, such a collision with other instruments or sharp objects.

Event description:
Refer to h10/h11 for follow-up information.